Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. E3: occupation: unknown health care provider. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the physician was trying to insert the main body into the sheath, he found that the distal end of the angio-seal's main body was broken. No blood loss was reported. The reported event did not result in patient injury and/or require medical or surgical intervention.

Event description:
Additional information was received on 09jun2025: the procedure for the patient was femoral artery angiography. A 6 french procedure sheath was used. There was some difficulty when inserting the sheath. The currier tube was kinked when inserting and when withdrawing the tube, the sponge was torn. Hemostasis was achieved by manual compression. A pre-deployment angiogram was performed. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the header bag, carrier tube, hemostasis sheath, arteriotomy locator, and guidewire. The device was visually inspected and found to have been in used condition. The carrier tube and sheath were returned with collagen stuck in the sheath cap and with the suture and tamper tube deployed. The bypass tube was found along the suture. The carrier tube was also returned in forward lock position. No other damage or issues were noted. The sample was returned for evaluation and it was noted that the internal components were improperly deployed and the bypass tube was along the suture. The complaint could be confirmed for assembly difficulty of the sheath and carrier tube. The exact root cause could not be determined. The likely cause was determined to have been the bypass tube not being fully inserted into the sheath cap and the device being pulled prior to device rear locking, leading to the condition the sample was returned in. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).